Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultramini meter was giving the error 2 message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on eight days earlier between 1-1:30 pm. She also stated that after the reported issue began, she felt dizzy. She visited the doctor's office and was tested on the doctor's meter (result not provided) and was advised that the blood glucose was 'ok'. The patient reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be incorrect (use error) and the issue was resolved when a retest was performed. The condition of the test strips was also good. This complaint is reported because the patient alleged that she felt dizzy after the issue of error 2 began. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.